Event description:
It was reported that a coupling screw broke at the junction of the solid and thread portion into more than once piece postoperatively. No further information was provided. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product development evaluation was completed: the coupling screw is utilized in the locking compression plate dynamic helical hip system (dhhs) and dynamic hip and condylar screw system to aid in the insertion of a lag screw. The returned coupling screw was returned with the distal tip broken off with a piece of a thread remaining. The detached tip was returned and was intact. It is unclear what caused the tip to break as per the reported complaint, the breakage occurred postoperatively. Based on a review of the returned product, the product may have had excessive force placed on it prior to, during or after the sterilization process which caused breakage. The relevant drawing was reviewed and the design is adequate for its intended use and did not contribute to this complaint condition. Since it is unknown what caused the product to break, the root cause for complaint is indeterminate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The subject device has been received and is currently in the evaluation/investigation process. Investigation is ongoing; no conclusion could be drawn, and could not be completed as no product was received. The device history record was reviewed and no issues were found during manufacture that would contribute to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.